Event description:
The customer reported the patient was agitated and restless throughout the entire previous day and beginning of the writer's shift. Minimal analgesia was being used, resident was contacted for continuous infusion. Minimal sedation was used during the day due to labile blood pressure. At approximately 0030, assessment of og (orogastric tube) was done and mouthcare was completed. A small amount of tube feed was found when oral suctioning. Og at 64cm at lips, sitting on top of ett (endotracheal tube). Og untaped by writer and examined, it was found to be broken where the patient had been biting down at the top gum line, despite missing tooth. The salem sump was close to being completely broken. Tube feed immediately stopped, nc notified (charge nurse), og aspirated and removed. Congealed tube feed noted to be lining tube. Thorough mouth suctioning and care were completed. The evac tube was found to be draining feed. The patient was coughing at approximately 0200, suction was completed and secretions were noted to be thick and yellow/white, resembling tf (tube feed). Orienting charge was in room during same. Writer was on break and the patient was desatting. Rt (respiratory therapist) was paged and fio2 (fraction of inspired oxygen) was adjusted, suction completed. Fio2 weaned back down later in shift. Og eventually reinserted, cxr ordered.

Manufacturer narrative:
Additional product code: pif. An investigation is currently underway. Upon completion the results will be forwarded.